Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A 5.0 inch length of suture exited the sheath distal tip; the suture distal end strands were even, consistent with cutting. The clear heat shrink tubing had been fully exposed. No visual anomalies were noted. The overall device condition was consistent with deployment. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Two hours following the deployment of a 6f angio-seal vip, bleeding occurred. Manual compression was performed to achieve hemostasis and the patient was fine. The patient's hospitalization was extended due to this event.